Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of initial operative notes noted no complications. Approximately 10 years post implantation, patient experienced unknown injury. No further information is available for review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown neck, lot #: unknown. Item #: unknown, unknown liner, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019- 03430, head. 0001822565-2019-03434, neck. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing unknown issues approximately 10 years post-implantation. No revision has been reported to date. Attempts were made to obtain additional information; however, none was available. No further event information available at the time of this report.